Event description:
It was reported that this implantable device recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2026. Technical services (ts) was consulted, and upon review it was noted that due to the limited amount of data in the truncated payload, the cause of rmd is unknown. No adverse patient effects were reported. The device remains in service.